Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot number. UDI - unknown due to unknown product code/lot number. Explanted date: device was not explanted. Health professional - requested but unknown. Occupation - requested but unknown. Device manufacture date - unknown due to unknown product code/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after an ablation procedure the patient was noted to have a retroperitoneal hematoma resulting in hemodynamic instability. The patient required an intra-aortic balloon pump implant, inotropic drug therapy, a blood transfusion, blood drainage and surgical repair of the vessel. The physician alleged the terumo introducer of an unknown model and lot number as the cause of the adverse event.